Manufacturer narrative:
(B)(4) asp investigation summary: the investigation included trending of the product malfunction codes and lot number and failure mode and effects analysis (fmea) and health hazard evaluation (hhe). Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis for the product code of ''load not recalled" was reviewed from july 2014 through june 2015 and no significant trend was observed. Trending analysis by lot number was reviewed from 05/12/2015 to 07/21/2015 and no significant trend was observed. The fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The hhe was reviewed for the risk of using instruments from a load with a positive bi result which leaves a potential risk of the load not being successfully sterilized, thus could potentially transfer pathogens to patients. Each sterilization cycle is also monitored with physical parameters and chemical indicators. For the general population, the body¿s defense mechanisms make the chance for any organisms to establish into the body and cause infection to be relatively rare, especially factoring in the frequent use of prophylactic antibiotics prior to surgery. If a patient were to become infected, medical intervention would be required to resolve the infection. It is unlikely for an infection to occur; however, should it occur it could be significant for patients at greater risk. The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purposes. The cyclesure 24 bi was not returned; therefore, no visual analysis was performed to evaluate possible user error. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. A corrective maintenance was performed on the sterrad 100s unit. The unit met specifications at the end of service. It is inconclusive if the maintenance is related to the suspect positive bi. The customer was unresponsive to multiple follow-up attempts. There is insufficient information to determine an assignable cause. It is unlikely the suspected positive bi was caused by a performance issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found no significant trend in this lot. The cyclesure retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The load included five (5) items which were released for use on a patient before the results were confirmed. There is no report of injury or harm associated with the event. This event is being reported to the FDA since the load was released and used on a patient before the cyclesure® 24 biological indicator results were confirmed.

Manufacturer narrative:
Device has been requested, but has not yet been returned. Device evaluation is anticipated. The device history record was reviewed, which indicates there were no non-conformances or manufacturing anomalies related to the reported event. The device met specifications at time of release. Without return of the device, a definitive root cause for the reported event could not be determined. Attempts to retrieve the device and additional information have been made. Should new information be received, a supplemental MDR will be submitted.